Event description:
Healthcare professional reported left side no complaint against the device. Later, healthcare professional reported "left capsular contracture, baker IV". Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker IV. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: wear abrasion is observed. One opening on posterior side assessed as fold flaw opening. Yellow particles in device inner surface are observed. Creases are observed.